Event description:
Pt had a right subclavian catheter placed on 9/24/96 which functioned without difficulty until remove was required on 10/2/96 due to an IV infiltration to his right chest/shoulder area. (Ampheter. B and prbc were infusing at the time). Fluoroscopy was performed prior to removal. Extravasation around the medially located port was noted when the medial catheter needle was injected with contrast. It appeared that the port membrane had dislodged from the port on the medial site. The more laterally positioned port was noted to be intact with free flow of contrast through the catheter and into the right atrium. This catheter was removed. It was replaced with a different catheter into the left subclavian vein.